Manufacturer narrative:
Product event summary: the battery (B)(6) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed external visual inspection. Internal inspection of the battery revealed inadequate application of silicone at the printed circuit board and gas gauge connection. However, the inadequate application of silicone did not affect the functionality of the device, this is an additional finding not related to the reported event. As received, the battery gas gauge leds performed as expected, however, during functional checks, when connected to the test controller, the gas gauge became unresponsive, the battery was unable to provide power and the test equipment was unable to properly read the battery status due to a communication problem with the main integrated circuit. When the battery was connected to a test battery charger, the main integrated circuit was able to reestablish the battery's functionality. As a result, the reported display error event could not be confirmed. However, it is possible the inadequate ap plication of silicone contributed to an intermittent connection leading to a display error at the time of the reported event. The most likely root cause of the observed inadequate application of silicone event can be attributed to an improper assembly. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the battery unable to provide power has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the battery had a display error and the light-emitting diode (led) was working intermittently. The battery subsequently tested out-of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.